Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of the proximal reaming guide internal rod broke off during impaction, the proximal reaming guide 12mm was attached to the reaming guide and internal rod when it broke, and the assembly cannot be disassembled. Two of the mating spikes on the locking screwdriver broke during screw insertion.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the prolonged surgery and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the surgery time was extended. The duration was only a couple of minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation revealed the returned device could not be disassembled from the device assembly. The investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.